Event description:
The following complaint was reported: distinct red pattern in shape of adhesive of aquacel foam on patient's leg. Patient did not report any itching or pain. The nurse cut out adhesive and continued to use it. This meant the silicone on the aquacel contact layer was in contact with his skin. The patient did not react to this.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was reported that no creams etc. Were used. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.